Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the leg, which is off-label usage of the device. On 10/28/2024, it was reported that the patient experienced an unspecified malfunction. The cgm reading was high and the patient experienced vomiting, very lethargic, and couldn't take fluids like water. They bg reading was over 400 mg/dl, she didn't do any treatment just relying on her pump to get insulin. The patient reported that dexcom device wasn't communicating to the pump. She was with her friend at home and called 911. The ambulance took her to the intensive care unit (ICU) and she couldn't recall more details as she was conscious. They took a bg reading which was 506 mg/dl and the cgm reading was high. The patient was treated with IV medication and tylenol two pills 500 mg each. On (B)(6) 2024 the patient´s bg decreased and on (B)(6) 2024, the patient was discharged. At the time of the report the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the a zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an adverse event occurred. The sensor was inserted into the leg, which is off-label usage of the device. On (B)(6) 2024, it was reported that the patient experienced an unspecified malfunction. The cgm reading was high and the patient experienced vomiting, very lethargic, and couldn't take fluids like water. They bg reading was over 400 mg/dl, she didn't do any treatment just relying on her pump to get insulin. The patient reported that dexcom device wasn't communicating to the pump. She was with her friend at home and called 911. The ambulance took her to the intensive care unit (ICU) and she couldn't recall more details as she was conscious. They took a bg reading which was 506 mg/dl and the cgm reading was high. The patient was treated with IV medication and tylenol two pills 500 mg each. On (B)(6) 2024 the patient´s bg decreased and on (B)(6) 2024, the patient was discharged. At the time of the report the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the a zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.